Event description:
It was reported the cuff did not inflate properly. No patient involved.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found, that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done. No issues related to the original complaint were found.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected h6 code - evaluation codes method., corrected data: h6 code - evaluation codes method.